Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback in a timely manner. The user's guide instructs the operator to promptly rinseback the pt's blood in the event of an unrecoverable alarm. The system alarm was attributed to a broken blood pump shaft. The cycler alarmed appropriately. Alarms during a hemodialysis treatment are expected and should not result in a blood loss if device labeling is followed. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No add'l info will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Multiple system alarms occurred during a routine hemodialysis treatment. Clotting of the circuit occurred due to the amount of time spent troubleshooting the alarms, preventing rinseback and resulting in an estimated blood loss of 190cc. No medical intervention was required.